Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the 5tb tower door repeatedly failed and made continuous clicking sounds. After door 3 was recovered, the latch initially released, but when the nurse attempted to remove the medication, the latch began clicking again and failed to open. The customer stated that the nurse was unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) replaced the latch on door 3, verified that all connections were secure, and confirmed there was no damage or cuts to the cables. The latch column was reassembled, and all tower doors were closed. Customer performed inventory checks from door 3 with no failures, and the door was opened and closed multiple times to ensure it was functioning properly. The system functioned as intended after the field service engineer repaired the device.